Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The source of the infection is unknown. The patient remains hospitalized and explant of the implantable pulse generator (ipg) system is planned prior to release from the hospital but has not been scheduled at the time of this report. The ipg system remains in use. No further patient complications have been reported as a result of this event.